Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2026 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 05-mar-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid (hydromorphone) 1000mcg/ml 85mcg/day via an implantable pump. It was reported that a kink found at connection to the pump area bend sharply.the patient reported reduced therapy about a month after replacement. The subsequent refill volume was higher than expected leading to catheter revision. There were no known environmenta l/external/patient factors that may have led or contributed to the issue. The pump segment was replaced and cerebrospinal fluid (csf) restored. The issue was resolved at the time of the report. The healthcare provider had no further information to provide.